Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, for unspecific medical reasons. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 4, 2023.